Event description:
Customer experiencing patient imprecision issues for vitamin b12. No actual patient results were provided, however, the customer provided patient data for 8 patient samples obtained from a precision study run to troubleshoot the issue. The following 3 patient examples were determined to be discrepant. Ten aliquots were made for samples 1 & 2 and measured; sample 3 was aliquoted 9 times and measured. Sample 1, gave 95, 67, 170, 99, 103, 84, 95, 87, 165 and 85 pg per ml. Sample 2, gave 133, 135, 157, 127, 105, 196, 139, 126, 129, 129, & 153 pg per ml. Sample 3 was run after the field service engineer replaced the measuring cell, giving 115.8, 154.2, 154.1, 111.1, 115.2, 148.5, 188.4, 155.9 and 126.3. It was noted that based on the customer data, a result of either 67 or 165 is still well below reference range. No information provided to determine if any patients were adversely affected. If additional information is received, appropriate notification will be provided.